Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a battery failure. No patient involvement was reported.

Manufacturer narrative:
Follow up attempts were made to obtain device evaluation information from the customer; no response was received.